Manufacturer narrative:
The user reported discrepancies between bg and sg readings. The case was escalated where based on a review of the examples provided and information available in dms, support found that the system was continuing to adjust, so the user should see continued improvements over the next few days. User was informed that some sensors do show a little more variability in the first few days (as indicated by the reference tables at the back of the user guide) and then settle down to give the typical performance. The user was also advised to allow the system a few more days to adjust, entering any additional calibrations as requested by the system. As per dms, the user is currently using the system with up to date information.

Event description:
On february 16, 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.